Event description:
The manufacturer representative reported that the patient was sitting and suddenly the implant felt like it was on fire and was hot to the touch. The patient turned the implant off and five hours later when the patient was lying down the same thing happened. The patient was not recharging when the events happened and still had the implant off when they were seen by the representative. There were no traumas or falls reported and no recent medical tests or electromagnetic exposure. Electrode impedances were normal and the implant site looked fine with no redness or swelling. The patient's therapy was fine and they had no recharging difficulties. The patient had a lidocaine patch over the implant site. The pocket site was palpated with stimulation on at normal settings and at 3.7v the patient felt pain and at 4.1v the patient reported pain and that the implant was hot. It was noted they were pushing on the medial side where the leads exit the header block and when they turned off stimulation the patient still had pain and heating at the implant which continued to linger. The change in therapy or symptoms was considered sudden. Further information received from the representative reported that an x-ray was done and both the implant and lead appeared okay. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.